Manufacturer narrative:
Device evaluation - the returned device was powered on. After the device powered on, the alarm occurred and the message "error 10013" was displayed. The examination showed the device latch/lock flex component was the cause of the alarm message. The cause of the problem with this component was not definitely established.

Event description:
It was reported that the device gave an alarm with message "error 10013". No known adverse effects to patient.